Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia and alleging insulin pump under delivery. The customer blood glucose level was 21 mmmol/l at the time of incident and the other blood glucose level was 8.2 mmol/l. The customer was assisted with troubleshooting. Customer experienced symptoms such as abdominal pain, eyes irritable, uncomfortable. The customer was treated with insulin pen and insulin pump for high blood glucose. Customer stated that auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. The insulin pump will not be returned for analysis.